Event description:
It was reported that a revision was performed due to a catheter blockage. Prior to the revision, the catheter was cleared. Thirty-three cm were removed from the proximal portion of the catheter before being replaced with a new proximal segment. The device system was used to deliver dilaudid. Six days later, it was reported that the system was not explanted. The reporter was not aware of any symptoms before or after the catheter revision.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).